Event description:
All attempts to the reporter for additional information have been unsuccessful to date.

Event description:
The explanted vns generator and lead were returned for analysis. The generator and lead were lost by the manufacturer during the decontamination process due to procedure error. If the devices are found at a later date, analysis will be completed and the results reported.

Event description:
Reporter indicated a patient had vns lead and generator replacement surgery due to high lead impedance. A frank lead break was not observed during the surgery, but high lead impedance was obtained with the new generator and resident lead, ruling out a pin issue and making a lead fracture more likely. No x-rays were performed prior to the surgery. No patient trauma occurred but the patient is very "hyper" per the reporter. All attempts to the hospital for return of the explanted vns lead and generator have been unsuccessful to date. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Explant date, corrected data: the incorrect explant date was inadvertently reported on the initial MDR report. Explanted devices were inadvertently lost by the manufacturer during the decontamination process due to procedure error. If the devices are located, product analysis will be completed and the results reported.